Event description:
After a perceval xl was implanted, severe aortic insufficiency and a trace of paravalvular leak was detected on the left coronary side. It was determined that the valve was undersized. Reoperation was conducted to explant the perceval valve. Upon inspection, it was detected that the leaflets were not touching/coapting. A st. Jude trifecta size 25 was implanted. First crossclamp time was 36 minutes; second crossclamp time was 65 minutes; total pump time: 156 minutes.

Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The analysis performed verifying the dimensions and reproducing simulated use did not show anomalies for all the diameter values available for the implant of the specific size 27 valve. The simulation of the valve deployment performed with the returned device was no able to replicate the anomalous behavior of the valve. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. The undersizing declared in the case history can be then considered the reasonable root cause of the reported event.